Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with inset infusion sets, characterized by a rapid rise in blood glucose after a supply change, persistent high readings despite an infusion set change, and eventual correction only after changing all supplies and using insulin injections; the patient disconnected from the ilet overnight and later reconnected. Symptoms included elevated blood glucose up to 493 mg/dl without reported ketones or acute complications. Outcomes included temporary loss of therapy with the device and the need for backup insulin injections. Investigation included a review of user-reported history and troubleshooting and education by support personnel. Investigation of this case revealed that the specific cause of the hyperglycemia was not identified. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and that the device and supplies function could not be conclusively implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.